Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient experienced undisclosed injuries following the surgery. No additional information was provided.

Manufacturer narrative:
Patient codes: (B)(4)- surgical intervention additional information. Additional narrative: it was reported that following insertion the patient experienced abdominal pain. It was reported that patient underwent mesh removal on (B)(6) 2014 by (B)(6).